Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that they were not able to shoot 2d images during a case. The site reseated the umbilical cable and the issue was resolved. There was no reported impact to patient outcome and a reported delay of less than an hour.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450 h3: a medtronic representative went to the site to test the equipment. Testing revealed that when the handswitch was tested there were no issues. The rep found ps1 power supply was out of tolerance and adjusted it back. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c02 and d02 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.